Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 20 x 3.50 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion. A non-bsc guide extension catheter was used to support crossing of the promus premier stent; however, the stent came in contact with the proximal segment of the guide extension catheter and the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.